Event description:
It was reported that occipital nerve stimulator leads which had been previously implanted on a prior date were inserted into an implantable neurostimulator (ins). The lead impedances were tested on multiple occasions and were observed to be out of range (oor). The manufacturing representative reported that after testing at the highest output voltage that four of the ¿leads¿ continued to have oor impedance but the rest were in the vicinity of 700 ohms. The setscrews were attached and the implant proceeded.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).